Event description:
It was reported that during the device implant, an atrial-ventricular node ablation procedure was performed, and a warning was received due to device low battery voltage. In addition, it was reported that there was a device reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.